Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse adjusted the rinse block and verified repairs per established procedure. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Root cause is attributed to the leak from the rinse block.

Event description:
A customer contacted beckman coulter inc (bci) to report that the hmx autoloader's secondary probe was leaking isoton and clenz. The customer was wearing personal protective equipment (ppe). There was no exposure, contact with the eyes, skin, open wounds or mucous membrane. The operator did not seek medical attention. There was no effect to patients or end user.